Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, alcl and fluid around the implant.

Event description:
Patient representative reported a rupture. Pathological markers, confirming alcl, have been received.

Manufacturer narrative:
In response to FDA report number mw5072670. Concomitant therapies: furosemide, magnesium oxide, atorvastatin, calcium, cancer medicine, letrozole, senior multi-vitamin/mineral, vitamin c, fish oil, echinacea, calcium citrate + d, msm, klamath lake blue green algae, super b complex, cayenne fruit, turmeric, grape seed extract, garlic, coq10, vitamin d3, selenium, vitamin k-2, graviola, melatonin. (B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the healthcare professional regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Based on information reported to global regulatory agencies and found in medical literature, an association has been identified between breast implants and the development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing breast implant associated alcl (bia-alcl) in the fluid or scar capsule adjacent to the implant, with documented potential for local, regional, and distant spread of the cancer with mortality reported in rare cases. Bia-alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants with various surface properties, styles, and shapes. Most of the cases in the literature reports describe a history of the use of textured implants. You should consider the possibility of bia-alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no worldwide consensus on the treatment regimen for peri-implant bia-alcl.

Event description:
Patient reported implant enlargement, pain, full of fluid, and misshapen. Patient was seen by a plastic surgeon, an oncologist, an urgent care facility, and two different imaging companies who withdrew fluid around the implant and ¿was left undiagnosed.¿ after 15 months patient had a mastectomy and implant was removed after being told by their oncologist that their saline implant had ruptured, which was a ¿misdiagnosis¿. Patient had a biopsy performed which showed alcl. The surgeon found part of the patient¿s ribs gone. Patient had a prophylactic mastectomy performed on the contralateral side. Patient has undergone chop chemotherapy and will complete a total of 6 cycles. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Patient provided device information as mcghan 310cc, "363-310 and 270 cc's."